Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Visual evaluation of the returned product found damage to the outer carton and the sterile packaging blister and pouch. Sterility has been compromised. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet is conforming. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of the implant was found to be damaged. There was a 15 min delay in the surgery to find a new implant to finish the surgery. There was no direct interaction with the patient. Attempts have been made and additional information on the reported event is unavailable at this time.